Event description:
It was reported that the customer had high blood glucose levels of 600 mg/dl. The customer treated with manual insulin injections. The customer reported being hospitalized on multiple occasions due to the insulin pump. The customer also reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer declined to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).